Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was intended to be implanted during the endovascular treatment of a 47mm abdominal aortic aneurysm. It was reported during the index procedure, the endurant main body stent graft (enbf2313c145ee) was successfully implanted on the right side, and the endurant stent graft limb (enlw1616c120ee) was connected to the left iliac limb. The physician fixed the grey handle of the delivery system while rotating the blue handle to slowly release the stent. After releasing the first three sections of the iliac limb, the physician continued rotating counterclockwise, but the stent graft beyond the fourth section could not be deployed normally. Attempts to troubleshoot by disassembling the handle of the delivery system and other tr oubleshooting emergency plans were performed, but the problem was still not resolved. A surgical consultation was conducted and it was decided to transfer the patient to a different hospital for surgical treatment, the endurant main body stent graft and iliac limb stent was removed from the body, and replaced the artificial blood vessel. Per the physician the cause of the deployment issue was not determined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed that an attempt was made to pull the limb delivery system as is when deployment difficulties were encountered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was confirmed the physician is a frequent user of the endurant stent graft system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received ; it was reported that there was no damage to the device packaging or delivery system. There was no vessel calcification or tortuosity that could have caused the reported deployment difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed that the patient underwent open surgery at the second healthcare facility where both the bifurcate and limb were explanted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.